Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a mark on the center of the lens after it was implanted. The surgeon left the lens implanted as he thought there would be no discomfort for the patient. Additional information has been requested.